Manufacturer narrative:
(B)(4). The handpiece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. No communication issues were observed at any time during the testing. The instrument was disassembled to inspect the internal components and there was moisture present. In addition, degradation of the hand activation wire outer jacket was observed. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process. This analysis is based on an image send by the account and is not of the instrument. Image 1 : the image provided by the customer was that of an hp054 with a damaged nose cone; image 2: hp batch number: analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. No conclusion could be reached as to how the tissue pad moved out of position. Communication issue could not be evaluated. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Photographic evidence: image 1 : the image provided by the customer was that of an hp054 with a damaged nose cone; image 2: hp batch number: analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone.

Event description:
It was reported that during an unknown procedure, "handpiece with instrument not compatible, despite positive system check permanent error message when triggering." No further information is available. There were no adverse consequences for the patient.